Manufacturer narrative:
Code was used for the cardiomegaly event as there is no other code the best describes such event. This is one event for the same pt involving two separate products.

Event description:
The plaintiff's atty alleged that the pt experienced non-st-segment elevated myocardial infarction; cardiac symptoms; cardiomegaly and expired two days later. These claims were allegedly caused by exposure to the prod administered during dialysis treatment.